Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent malapposition occurred. Vascular access was obtained via ipsilateral antegrade approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7mm express ld iliac/biliary stent was deployed to treat the lesion. Subsequently, the physician removed the stent delivery system (sds) from the patient. However, patient's angiogram revealed malapposition of the stent. The balloon of the sds was then reintroduced but it failed to cross the placed stent. The physician removed the sds and exchanged it with a 7.0x20, 75cm mustang balloon catheter which also failed to cross the stent. The guide wire was also replaced with a 018 guide wire and post-dilatation was performed with a non-bsc balloon catheter. The procedure was then completed. No patient complications were reported and the patient's status was good.